Event description:
On (B)(6) 2025, the user¿s wife reported a low blood glucose (bg) event the previous night. They had replaced the continuous glucose monitoring (cgm) sensor and performed a supply change, during which a cartridge broke, and a small piece of glass became lodged in the ilet, preventing proper insertion. After clearing the obstruction, they completed the supply change successfully. The user¿s current bg was 145 mg/dl, confirmed by fingerstick. The agent advised that no further changes were necessary and arranged for additional training with the clinical team. The lowest blood glucose (bg) recorded was 40 mg/dl. Bg was corrected with carbohydrates. The user's reported symptoms during the event included shakiness, sweating, dizziness, tiredness, and agitation. No medical intervention was reported at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.